Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system showed anti-tachycardia pacing (atp) and one shock were delivered. The rhythm was correlated prior to the delivery of therapy, then became slightly uncorrelated but stable. Atp then put it back to unstable. Eventually a shock was delivered, which converted the atrial fibrillation (af) and slowed the rhythm. The physician needed to evaluation whether the observed rhythm was atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the patient had a history of ventricular tachycardia (vt) that was converted by anti-tachycardia pacing (atp). While this rhythm appeared similar to other episodes, correlation was poor in the other episodes that clearly showed vt. Technical services (ts) discussed troubleshooting options and programming considerations, such as reducing the correlation coefficient. After additional review, the field representative called back to ask why atp ramp was not delivered. Ts explained that the rhythm fell to the monitor only (mo) vt-1 zone, and then was redetected in the vt zone where a programmed shock was delivered. There was no atp programmed in the vt zone. Programmed options were limited, and the physician chose to remove the vt-1 mo zone, and add atp to the vt zone. The physician believed this was dual tachycardia, and did not wish to make any changes to detection enhancements. This ICD remains in service. No additional adverse patient effects were reported.